Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found within specification in relation to the customer reported "lower occlusion high" which was not reproduced through troubleshooting the device. A review of the event history log downstream occlusion messages. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The cause was not able to determined the reported allegation. No correction required. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found within specification in relation to the customer reported "low flow rate high" which was not reproduced through troubleshooting the device. Evaluation observed no issues upon performing flow accuracy tests with volumetric output within specification. The cause was not able to determined the reported allegation. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had "low flow rate high" and lower occlusion high (false downstream occlusion alarms). There was no known patient injury or medical intervention associated with this event. No additional information is available.